Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a skin irritation on a surgery scar under the front therapy electrode pad. There is no alleged device malfunction. The patient's physician prescribed a cream for the irritation. The medical outcome of the irritation is unknown.